Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their integra 400 analyzer. The customer provided data for three patients with discrepant results that were reported outside the laboratory. The customer stated the patient samples were later repeated on a c501 analyzer. The first patient's initial sodium result was 119 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The second patient's initial sodium result was 119 mmol/l accompanied by a data flag. The repeat result was 139 mmol/l. The third patient's initial sodium result was 116 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The customer stated that they received calibration and quality control alarms on the analyzer on (B)(4) 2014. After they re-calibrated, the quality control was in range but patient results were still low. The patients were not adversely affected by this event. The sodium electrode lot number and expiration date were requested but not provided. A root cause could not be determined with the information provided. The field service representative manually cleaned the ise tower. He checked the air mix and air dry paths. He found they were both lower than the guidelines. He adjusted them both. The instrument was working to specification.

Manufacturer narrative:
This event occurred in (B)(6).